Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is interested in having her ipg replaced. She reported she always had issues charging her ipg, and she declined troubleshooting efforts with the sjm rep. She stated she had not charged in months and currently has no stimulation. F/u indicated the pt had scheduled a surgical consult.